Event description:
It was observed during the device evaluation, the forceps elevator of the duodenovideoscope was burned and the adhesive around the light guide lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the forceps elevator of the duodenovideoscope was burned and the adhesive around the light guide lens was peeled. Based on the results of the investigation, the definitive root cause could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the tip. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. The forceps elevator burn is detectable and preventable by handling device in accordance with the following instructions for use (IFU): instructions evis lucera duodenovideoscope olympus tjf-260v operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope. Chapter 4 operation 4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.